Manufacturer narrative:
The physician discussed performing a thoracotomy to remove the lead portion. The associated device defibrillation shock vector was reprogrammed rv coil to can. A dft test was scheduled. No further information is available. If additional information becomes available, this event will be updated and resubmitted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this defibrillation lead had increasing pacing threshold measurements. A revision procedure was performed. The physician cut the lead near the terminal end and implanted a new lead. It was decided to explant the lead. The physician pulled on the lead, but the insulation came off the lead, and bare wire could be seen at the vein opening. The physician cut the wire close to the vein. Defibrillation threshold (dft) testing could not be performed, as sustained ventricular fibrillation could not be induced. It was reported the procedure was stopped due to the unsuccessful dft testing and because the patient had a pneumothorax. An x-ray showed that the proximal coil was removed while the distal shocking coil was in place. The bare lead wire was running from the damaged lead portion to the subclavian vein. No further adverse patient effects were reported. Boston scientific received additional information about this device and rv lead. More episodes of noise had been stored, with an inappropriate shock reported. A lead extraction procedure was performed. This abandoned rv lead was attempted to be removed first. Extraction was successful up until the distal coil. At this point, the lead broke and only the upper portion could be explanted; the remainder was left in the patient. Next, the current rv lead was prepared for extraction. The laser extraction reached past the proximal coil until the patient's intra-arterial blood pressure decreased rapidly. Transesophageal echocardiography confirmed a pericardial tamponade. A thoracotomy was performed and a heart-lung machine was connected to the patient. However, the patient was declared dead at 17:45. It was noted the lead extraction procedure had started at 11:00.